Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing the device was unable to decrease energy below 200 joules. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The loaner device was returned from the customer with the report of unable to select energy level lower than 200 joules. This is normal device operation. When the device is powered on, it goes into AED mode and the shock levels are defaulted to 200 joules. To select an energy level lower than 200 joules, the device needs to be in manual mode. The device was recertified and returned to zoll loaner stock. Analysis for reports of this type has not identified an increase in trend.